Event description:
It was reported that during a percutaneous coronary intervention procedure a failed balloon deflation occurred. The patient presented with an acute mi. The total chronic occlusion target lesion was located in the distal left anterior descending artery (lad). A 20mm x 2.00mm apex mr balloon catheter was inflated. The number of inflations and to what atms is unknown. Following the inflation, the balloon would not deflate. An attempt to deflate the balloon with a syringe was unsuccessful. The taper of the vessel allowed the physician to remove the balloon without deflating. The procedure was completed with unspecified balloon catheters. No further patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).